Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with the imaging difficulty. The reported off-label use (indication for use) was associated with using the mitraclip on the tricuspid valve. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with deploying the clip without verifying leaflet insertion. The cause of the reported incomplete coaptation (intraprocedure) appears to be due to the instructions for use (IFU) deviation, in conjunction with the off-label use, in conjunction with challenging patient anatomy (exceptionally tethered septal leaflet). The reported patient effect of tricuspid regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ and moderate to severe tricuspid regurgitation (tr) with tethered septal leaflet. The first clip was implanted successfully onto the mitral valve. The physician then went to implant a clip onto the tricuspid valve. It was noted that there was no height above the valve and imaging was challenging throughout the procedure. Due to that fact, retracting out of the right ventricle was almost impossible without risking harm to the patient. Grasping was attempted; however, the tethered septal leaflet was difficult to visualize. Multiple grasping attempts were made, however, due to the difficult visualization, the operators were unable to verify leaflet insertion. At this point, it was decided not to remove the clip, and risk injury. Therefore, once a grasp was made with tr reduction, the clip was deployed. Post-deployment, a single leaflet device attachment (slda) was confirmed. Reportedly, the slda was due to the difficult visualization. The physician decided to end the procedure at this point. There was no reduction in tr and the mr was successfully reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.